Event description:
It was reported that the patient presented in clinic for a routine check-up and upon magnet testing, the patient experienced possible diaphragmatic stimulation. A ventricular lead dislodgment was suspected and the lead was explanted and replaced on (B)(6) 2014 during generator changeout procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.